Event description:
It was reported that during a bronchus loading procedure, during the loading of the bronchus, the tip of the device "holed the pulmonary artery." The patient died. One device has been retained for legal reasons.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Follow-up information received from the sales rep: "yesterday we met surgeon and he showed us the surgical video. This allowed us to better understand what had happened: during the stapler positioning around the bronchial tube, the surgeon was focused on the anvil without seeing that the cartridge jaw had charged pulmonary artery which was broken for stress." Answers to the questions: what is the exact product code of the echelon flex: ec45a. What was the patient¿s diagnosis that required this surgery: lung cancer (n0)¿ bladder cancer (n2). Did the patient suffer from any connective tissue disorder like the ehlers¿danlos syndrome or other: they are waiting for autopsy results. Was any sharp instrument used near the site where the artery was damaged: no. Was the procedure open or minimal invasive surgery: minimal invasive surgery with 3 accesses and 1 mini thoracotomy of 4 cm. Were trocars used, which ones: no trocar were used. On which tissue/vessel was the device being used: before the incident, doctor used the device to transect the superior pulmonary vein and after the incident he kept using the stapler for transecting the bronchial tube in order to have better visibility and try to overcome the issue. During which firing did the event occur: the incident did not occur during firing but during stapler positioning. What type of reload was being used (color): green. What measures were taken save the patient: conversion in open surgery. Can you get access to the patient¿s record and autopsy: yes, as soon they have the autopsy results, they will give us both. Is there any additional information that you can share about this incident: the surgeon has stated that the gun has worked properly and the incident is related to his incorrect maneuver.